Event description:
Dealer is stating that the client wouldn't tell him what happened, but the left side crossbrace is bent, which has caused a domino effect and now the seat uph is pulling away from the seat frame when the end user sits in the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.